Event description:
Information received from an attorney alleged wrongful death of a patient and alleged a defect in the valve. The patient in 2005. No reported cause of death has been received from the surgeon.